Manufacturer narrative:
The lead was confirmed to be an abbott riata lead, however, further product information is not available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient presented to the emergency room with inappropriate shocks due to right ventricular (rv) lead dysfunction. X-ray examination revealed no anomalies. The rv lead was explanted and replaced. The patient was stable following the procedure.